Event description:
It was reported at 16:00 on (B)(6) 2022, the nurse performed PICC maintenance for the patient. During routine flushing with 0.9% sodium chloride, a round vesicle-like bulge of about 1*1cm was seen at the front end of the PICC catheter. The nurse in charge stopped injecting normal saline immediately, reported to the head nurse, and replaced the extension tube at the front end of the catheter under aseptic operation to ensure the safety of the pipeline.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3490 showed no other similar product complaint(s) from this lot number.